Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044748) in united states on 20-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. The consumer had essure inserted a month after her daughter was born. After she had essure inserted for one month, she found out she was pregnant with her last child. She told physician if could take the essure out and it was denied because she had to have an abortion and she did not want an abortion. Her pregnancy was high risk. Consumer assessed the case as other serious (important medical event). Essure removal date was provided ((B)(6) 2014). Product technical complaint (ptc) investigation result received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events or lack of efficacy is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who found out she was pregnant one month after essure (fallopian tube occlusion insert) insertion. Additionally, she provided an essure removal date. The events are listed in essure's reference safety information and were considered serious due to their medical importance (additionally, consumer stated her pregnancy was high risk). After essure insertion, there is a required 3 month period for tissue in-growth into and around the insert, facilitating insert retention and pregnancy prevention. During this period it is recommended to use alternate contraception method prior to the confirmation test. Treatment non-compliance, including failure to use alternate contraception during this 3-month waiting period may lead to pregnancies. In this particular case, consumer got pregnant less than three months after essure insertion. Therefore, a device contraceptive failure can be excluded. Regarding essure removal, minimal information was given. Consumer only provided an essure removal date (which was 15 months after device placement). Although the exact reason for essure removal was not provided; it cannot be excluded this procedure was due to a complication of device therapy. Thus, this case was considered an incident until further information is obtained. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 07-dec-2105: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who found out she was pregnant one month after essure (fallopian tube occlusion insert) insertion. Additionally, she provided an essure removal date. The events are listed in essure's reference safety information and were considered serious due to their medical importance (additionally, consumer stated her pregnancy was high risk). After essure insertion, there is a required 3 month period for tissue in-growth into and around the insert, facilitating insert retention and pregnancy prevention. During this period it is recommended to use alternate contraception method prior to the confirmation test. Treatment non-compliance, including failure to use alternate contraception during this 3-month waiting period may lead to pregnancies. In this particular case, consumer got pregnant less than three months after essure insertion. Therefore, a device contraceptive failure can be excluded. Regarding essure removal, minimal information was given. Consumer only provided an essure removal date (which was 15 months after device placement). Although the exact reason for essure removal was not provided; it cannot be excluded this procedure was due to a complication of device therapy. Thus, this case was considered an incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events or lack of efficacy is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who found out she was pregnant one month after essure (fallopian tube occlusion insert) insertion. Additionally, she provided an essure removal date. The events are listed in essure's reference safety information and were considered serious due to their medical importance (additionally, consumer stated her pregnancy was high risk). After essure insertion, there is a required 3 month period for tissue in-growth into and around the insert, facilitating insert retention and pregnancy prevention. During this period it is recommended to use alternate contraception method prior to the confirmation test. Treatment non-compliance, including failure to use alternate contraception during this 3-month waiting period may lead to pregnancies. In this particular case, consumer got pregnant less than three months after essure insertion. Therefore, a device contraceptive failure can be excluded. Regarding essure removal, minimal information was given. Consumer only provided an essure removal date (which was 15 months after device placement). Although the exact reason for essure removal was not provided; it cannot be excluded this procedure was due to a complication of device therapy. Thus, this case was considered an incident until further information is obtained. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events or lack of efficacy and a quality defect. Follow-up information is being sought.